Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were going to meet with the patient on thursday apr-16 and will get the new address then. Patient said they called patient services on apr-13 and they troubleshooted again. They were sending patient a new recharger and they should receive a new recharger today, rep will check how it was going. Information was confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they are having trouble with the recharger. Patient stated they had trouble when they first turned the device on last week. They had a little trouble finding and getting it to connect and it has not changed. Patient has been trying to charge since 1pm this afternoon and it says good connection but it is just now at 40%. Yesterday it said it had a full charge of 100% and it died at 3am this morning. Today they have only been able to get good connection. Yesterday they had it go to excellent and it stayed there but they did not move. Patient mentioned they had to stay in one position to keep it. Patient confirmed they do usethe belt to hold it in place. During the call the patient was able to connect with a good connection and confirmed the recharging speed was set to the quickest. Agent reviewed considerations and the patient was redirected to their healthcare provider to further address the issue if issue persists. Additional information was received the patient (pt). The pt was still having difficulty recharging their implant. Reporting that they rarely get excellent connection and mostly get a good recharge coupling connection and charging their implant takes 5-7 hours. Pt reports trying everything on the call with patient and technical services (pats) without any improvement and trying to charge with help from their spouse. Pt reports keep on getting told that it¿s operator error but pt states they are doing everything the way they were instructed by the manufacturer representative (rep) initially and pats over the phone. . Pt states they just want their implant removed at this point. Agent offered to transfer pt to pats for further troubleshooting at this time. Pt reports it¿s a bad time to troubleshoot. Agent confirmed pt had pats number for troubleshooting.